Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.

Event description:
It was reported that the patient's adapter used to charge their pdm (personal diabetes manager) was too hot to hold while charging. No additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.